Event description:
It was reported that the vertical lift column on the 9900 system locked up during a case. The procedure was not completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply and the remote user interface stop switch were replaced during the service call. The system tested and found to be working as intended and put back into service.